Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open vagus nerve stimulation (vns) revision, in the subdermal, the tip of the needle broke off. All parts was contained. To resolve the issue, a new suture was used. There was no patient injury.